Manufacturer narrative:
The reason for this revision surgery was the patient complained of discomfort. The in-vivo length of patient service for the implant was 1 year. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) (B)(4) associated with the part 010-55-025, bone screw, fmp which documents a nonconformance that out of (B)(4) lot all items were rejected due to major scratch on the shaft and were accepted with a justification of scratches does not affect the dimensional conformity of product. Also, all items met the fit, design and functional requirements. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to patient's discomfort. Agent has mentioned that the screw was a little too long, it seems that the event may have occurred due to incorrect implant selection, improper surgical technique, degenerative bone disease or patient bone deterioration. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient complaining of discomfort. The screw was a little too long.